Event description:
Caller reported that tandem mobi pump shut down unexpectedly and leds were not blinking. Customer's blood glucose level exceeded 500 mg/dl, with the display indicating "high." Correction was achieved through injection via mdi, without third-party assistance. Technical support explained the shutdown was due to low battery and advised the customer on reset procedures for insulin on board and max hourly bolus, and the manual restart of cgm sessions. Caller received battery maintenance tips and acknowledged the importance of confirming the pump is charging on the pad.